Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the longevity of the subject defibrillator is shorter than expected. Preliminary analysis results showed that normal battery depletion occurred considering device life time, programming and functioning.

Event description:
Reportedly, the longevity of the subject defibrillator is shorter than expected. Preliminary analysis results showed that normal battery depletion occurred considering device life time, programming and functioning.